Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie pocket was defective. A field service engineer ejected the defective cubie pocket. Upon reseating the cubie pocket, it was verified that this pocket, as well as all other pockets, operated correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system cubies were forced to recover and unload medications, despite opening without any issues. The problem was identified as being related to the drawer. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.